Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found portion of the optic missing. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7466603) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Event description:
It was reported that the lens vaulted posteriorly approximately 6 days post-op. The lens was exchanged on (B)(6) 2015 with another lens of different model and diopter power. The surgeon indicated the likely cause of the event was "small capsule, possible iol issue". This report pertains to the patient's left eye.